Event description:
It was reported that the motor device was "sticking (error code 2)." The reporter stated that a tool was inserted to unlock the motor so it would run, the user checked the security of the tool in the motor but the motor would not turn until the user forced the burr to spin by turning it manually. After unsticking the motor it began to run. The event did not occur during a surgery. There was no injury to the patient or user reported. There was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.